Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one patient. The following data was provided (customer¿s reference range cutoff < 15.6 pg/ml for women and < 34.2 pg/ml for men): sample ID (B)(6) initial result = 758 pg/ml, repeat result from the same sample = 2.5 pg/ml same patient, new sample obtained and result for sample ID (B)(6) = 2.7 pg/ml repeated with same low value same patient, another new sample result for sample ID (B)(6) = 2.3 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) observed the valve, manifold kit was defective when troubleshooting the issue. The valve, manifold kit (rohs)_part number 7-77612-04 was deemed the likely cause and the part was replaced to resolve the issue. The service history of the (B)(6) found no additional falsely elevated stat troponin results were reported post the current event was identified. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect i1000sr, serial # (B)(6), or the valve, manifold kit (rohs)_part number 7-77612-04) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6).

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results generated for one patient. The following data was provided (customer¿s reference range cutoff < 15.6 pg/ml for women and < 34.2 pg/ml for men): sample ID (B)(6) initial result = 758 pg/ml, repeat result from the same sample = 2.5 pg/ml same patient, new sample obtained and result for sample ID (B)(6) = 2.7 pg/ml repeated with same low value same patient, another new sample result for sample ID (B)(6) = 2.3 pg/ml no impact to patient management was reported.